Event description:
It was reported that there may be an issue with the transmitter on the itrak 3000. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an investigation. The malfunction was verified. Identified, by error code (99) that the transmitter cable needs replacement. Advised customer that the cable is no longer available as the system is at its end of life. Arrangements were made for a service loaner for this site. No further actions requested. Service call closed.